Event description:
Information received: procedure: using two 10 x 15 cm tie mesh prosthetics, which were 35 g per meters squared, the mesh was tacked onto the abdominal wall, completely encompassing the hernia with approximately a 3 cm margin around the hernia. The tacks were placed at 1 cm intervals. Outcome: weakness mesh did not adhere. Immediately, the right lower quadrant was inspected and a dense adhesion was seen with small bowel and omentum attached to the timesh. The lower left quadrant was completely free. Once all the adhesions were taken down, it appeared that the medial aspect of the repair showed a weakness with the mesh at the edge of the fascia defect.

Manufacturer narrative:
It was recently discovered that this case has not been appropriately reported. A review of the batch manufacturing records was conducted immediately after receipt of the message (dated 10-24-2007); the batch met all criteria for the release of finished products. An additional test of the mechanical strength of the mesh measured on retained sample exceeded specification. A second review of the DHR and retained samples were carried out prior to this mde (see annex 1 and 2). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. See scanned pages.